Event description:
It was reported that intermittently the screen on the 9800 system will go blank for a moment, the "auto" indicator will blink and the save button will not work. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer and associated parts. The system was tested and found to be working as intended and placed back into service.